Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. The device was tested on the bench and using automated test equipment, and a sensing anomaly was found. The cause was an anomalous component on the hybrid. (B)(4). (B)(6).